Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a stopcock attached to the hub. There was blood in the inflation lumen and the balloon. The balloon was loosely folded. The distal tip was damaged. Microscopic examination of the balloon revealed an 11.5mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic totally occluded (cto) target lesion was located in the mildly tortuous and severely calcified common iliac artery (cia). After a guidewire crossed the lesion, a 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient¿s body. The procedure was completed with a mustang balloon catheter and an epic stent was deployed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic totally occluded (cto) target lesion was located in the mildly tortuous and severely calcified common iliac artery (cia). After a guideiwire crossed the lesion, a 4.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient¿s body. The procedure was completed with a mustang balloon catheter and an epic stent was deployed. No patient complications were reported.